Event description:
Event desc: dialysis shunt accessed as usual without difficulty. During dialysis process, pt fell asleep and arm fell off from pillow where it was resting. The blanket or pillow case caught on safety device clamp engaging safety feature and pulling needle from arm. This caused immediate and unexpected stop in process and some loss of arterial blood. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).